Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had moved and the device kind of didn¿t work well if they weren¿t feeling well. It was noted that the patient had had a few infections and they understood that. The patient was feeling better right now but during the night they were having a lot of urgency and it woke them up and they could not really make it to the bathroom. It was reported that the patient had an appointment with a health care provider (hcp) 3 months ago and today they went again but the manufacturer representative wasn¿t there and no one told us the manufacturer representatives didn¿t go there.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v854316, implanted: (B)(6) 2011, product type: lead. (B)(4).